Event description:
It was reported the subject device had no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector was not watertight and there was a failure of the camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: -images do not appear: it is assumed that the camera cable failed, resulting in the failure of normal communication, which led to the event that no images were produced as you pointed out. -the video connector is not watertight: this phenomenon was newly confirmed during the equipment inspection by the repair department. The cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. -there is a failure of the camera cable: the serial plate of the video connector was found to be not watertight, which may have allowed moisture to enter the camera cable. As a result, we assume that the internal ccd was damaged, leading to the failure of the camera cable. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): images do not appear. IFU applicable area. ¿ precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. The video connector is not watertight. IFU applicable area. Important information ¿ please read before use precautions for disappeared or frozen endoscopic image [caution] do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. There is a failure of the camera cable. IFU applicable area. Reprocessing: general policy [warning] ·never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives,etc.). These could scratch or tear holes in the camera cable,which could allow water to penetrate and damage electrical circuits inside the instrument. Olympus will continue to monitor the field performance of this device.